Event description:
When closing the wound, the rnfa encountered bleeding from under the skin wound. He stopped and called the dr. They reopened the wound and found the ligaclips that were placed on a few vessels had been dislodged and there were a few bleeding vessels. The packaging and clip applier were saved as well as the clips that came off. There was no injury to the patient except the added time to reexplore and close the wound. The device manufacturer is ethicon- endo surgery. The reference number for the device is mcl20. It was a ligaclip mcamultiple clip applier with 20 large clips. The device may have contributed to the clips not being secure on vessels when applied, therefore bleeding occurred. The packaging and applier along with the clips were saved and handed off to clinical engineering.